Manufacturer narrative:
Other text: one unit was returned for investigation. Upon visual inspection, it was seen that the front panel was severely warped from impact. When the damage was repaired, the device was turned on and off successfully passing all functional tests.

Event description:
It was reported that the device was not powering on.

Manufacturer narrative:
One unit was returned for investigation. Upon visual inspection, it was seen that the front panel was severely warped from impact. When the damage was repaired, the device was turned on and off successfully.

Event description:
It was reported that the device was not powering on.